Event description:
It was reported that during a pump refill, before accessing the pump, it was noted there was a large fluid collection anterior to the pump. The pump was refilled with 20 ml of medication, and upon withdrawing the needle from the pump while still in the pocket, the hcp deliberately aspirated back the fluid collected. It was noted it was an assumed seroma (noted to have been confirmed with glucose testing). The hcp then changed the syringe, re-advanced the needle into the reservoir, and was able to aspirate 20 ml of medication and replaced the 20 ml back into the reservoir, ¿confirming that this was not a pocket fill¿. An x-ray confirmed a full reservoir in the pump after the procedure. It was noted the patient had overdose symptoms after the pump refill, noting the patient was fine for approximately 3 hours, then while exercising in school, had a sudden reduction in tone, ¿couldn¿t walk¿ and was dizzy. The patient was brought back to the hcp clinic after another 3 to 4 hours, obtunded. It was also noted the pocket collection was reaccumulating. A cerebrospinal fluid (csf) leak was a consideration. The health care provider (hcp) felt the symptoms suggested the patient received an intrathecal bolus somehow during, or shortly after the refill process. It was noted they did not change the dose and did not believe there was any programming error. The patient was intubated, and was waking up in transport, then extubated on arrival to the pediatric intensive care unit (picu). The medication being delivered by the pump system was baclofen. It was later noted that the patient was at baseline. It was further reported that the cause of the overdose had not been determined, and no further troubleshooting had been done and/or any actions. The patient was currently receiving effective therapy and presented with no further issues of overdose symptoms.

Event description:
It was additionally reported that the hcp stated the catheter was at an oblique angle to the pump, and stated "when I withdrew the pocket collection, did I unclink or shift that angle and allow an intrathecal bolus"? The hcp also noted this rapid on and off effect was consistent with intrathecal delivery, not systemic delivery.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 5/20/2014 information was received from a representative indicating that the continued seroma formation remained an issue. They were still receiving effective therapy. On 5/20/2014 information was received from an hcp indicating that, after the overdose symptoms, the pump was never accessed to check for a volume discrepancy. There was no volume discrepancy at the refill, and the expected and actual residual volumes were 3.5 ml. They had performed an x-ray and the pump was felt to be full. On 5/27/2014 information was received from an hcp indicating that intrathecal baclofen treatment was ongoing. The cause of the overdose was not determined; however, with a neurosurgeon's input, the catheter was not adequately connected to the pump on x-ray. The patient was recovered and back to baseline. Their spasticity was well controlled. Surgery was recommended to reconnect the catheter. The parents and patient were discussing options. The patient was to follow-up with the clinic in one two to months.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the catheter ((B)(4)) revealed a broken suture ring as well as an anomaly of the non-sutureless connection of the pump connector.

Event description:
On 7/29/2014 information was received that when the patient experienced underdose symptoms including increased hypertonicity. The patient was brought in for a catheter revision. Upon exposing the pump pocket site the catheter was completely disconnected from the pump. A break in the pump connector was noted. An approximate 0.15 cm &#50313;ng&#55302;rom the catheter's bell shaped connector (model 8596) was visualized around the drug exit port of the pump. It was decided to replace the existing 8596 and 8598 catheters with an ascenda catheter. Upon removal, 2.1 cm of the 85985 and 13.5 cm of the 8596 along with the connector was not retrieved and remained in the patient. It was not in use. The patient was reprogrammed. The neurosurgeon stated that the retrograde flow of cerebrospinal fluid (csf) when the catheter was disconnected from the pump attributed to the approximate 20 ml of clear fluid that was released upon opening the abdominal incision site. The patient was admitted postoperatively and their dose was increased. They were discharged from the hospital on (B)(6) 2014 with spasticity well controlled. The medication infused was gablofen. On 8/1/2014 information was received from a representative indicating that no additional actions or interventions were taken as a result of the catheter issue. The patient was currently doing well with effective therapy.